Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was over delivering insulin. Customer¿s blood glucose value was 61mg/dl. Customer treated with a bowl of frosty flakes. Customer alleged the pump of over delivery because she was cutting on carbs and doing more exercises and sugar started to drop. Customer reported that the pump was not worn during a medical procedure or test. Insulin pump will not be returned for analysis.